Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shocking impedances reaching high out of range measurements. Technical services (ts) recommended to keep monitoring, also to clear the alert and to increase alert limit to 150 ohms. The device still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.